Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the heli coil to resolve the issue. The system was tested and verified as ready for use. The heli coil was scrapped and will not be returned back to isi.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer reported the foot tray was not moving in and out. The customer stated that they could hear the motor noise, but there was no movement of the foot tray. The customer was using other console to finish the case.the procedure was completed with no reported injury.